Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 417 mg/dl, 387 mg/dl and 153 mg/dl, while using the suspect device. Reporter noted that patient did not take any action based on values obtained on the suspect device. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.